Manufacturer narrative:
Concomitant products: product ID 37642, serial #(B)(4), product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387-40, lot # j0225593v, implanted: (B)(6) 2002, product type lead; product ID 748266, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0228090v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0225593v, implanted: (B)(6) 2002, product type lead; product ID 748266, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0228090v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported one of the patient¿s implantable neurostimulators (ins) was off; initially the left ins was off and the right ins was on but during troubleshooting it was ¿showing the opposite of what it did before.¿ the patient¿s spouse was able to turn the right device on and confirmed the left device was on. No patient symptoms were reported.